Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade unknown, inflammation and paint. Reoperation has not been scheduled at this time.

Event description:
Patient report "experiencing inflammation and a lot of pain". Physician confirms capsular contracture (unknown baker grade). This relates to the left device. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, crease fold, wear abrasion, yellow particles in the shell and deformation. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported capsular contracture is baker grade IV. Device has been explanted and replaced.